Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed batt test alarms noted during testing. Device functioning properly. Device also received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm. Customer¿s blood glucose level of 180 mg/dl. Troubleshooting was performed for failed battery alarm. The insulin pump will be returned for analysis.